Event description:
It was reported that the indicator light on customer's transmitter would not blink. At the time of reporting her blood glucose was 123mg/dl. The customer was advised to change her sensor. After troubleshooting, the new sensor appeared to be working correctly. The original sensor is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.